Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. The supplies were changed to address occlusions. The customer reported a blood glucose level of 500 (mg/dl) and delivered a manual injection. The customer subsequently experienced a low blood glucose level between 20-30 (mg/dl) due to "insulin stacking" by delivering pump boluses and manual injections. Glucagon injections were administered by paramedics and juice consumed to address low blood glucose level. Multiple follow up attempts were made to complete troubleshooting; however, no additional information was provided.